Event description:
It was reported that the patient went for an MRI (magnetic resonance imaging) on (B)(6) 2015, but the patient had not been able to continue the MRI after 20-30 minutes of lying flat on his back and had to quit. The patient noted that a second MRI was scheduled a week later ((B)(6) 2015), the patient was instructed to take a valium beforehand, but an MRI technician told him he would need an x-ray to check on the pump position and the MRI was not performed that day. The patient stated that ¿he kind of thinks the MRI did turn the pump off.¿ the patient felt ¿like his pump has shut off and is going through withdrawal and it isn't working.¿ the hcp stated that a motor stall occurred after the MRI and recovered one hour later. The patient stated that nobody told him information about the MRI guidelines. The patient stated he thought the pain started getting worse in ¿(B)(6) 2015¿ and had been getting steadily getting worse. The patient stated that ¿every step he takes is like walking on fire.¿ the patient stated he had been taking more oral medication since the first MRI on (B)(6) 2015. The patient reported he has been hurting ¿100% more¿ and thought ¿it wasn¿t working¿ starting (B)(6) 2015. The patient thought he was going through withdrawals, and noted that he didn¿t know if it was because he stopped taking the oral medication (B)(6) 2015. When the patient used the personal therapy manager (¿ptm bolus thing¿) he didn¿t feel anything. The ptm stated the bolus denied was two hours. The healthcare professional (hcp) later stated that the patient was locked out appropriately because of programmed parameters. The patient denied hearing any beeping from the pump. The patient recovered without permanent impairment. The pump was used to infuse dilaudid (hydromorphone), morphine (unknown), and bupivacaine. No intervention was reported for this event. Follow up was conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).